Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The de novo target lesion was located in the mid right coronary artery (rca). During insertion of a 15mm x 2.00mm apex otw balloon catheter for pre dilation some resistance was encountered. The apex otw balloon ruptured during an unknown inflation at 9 atms. The apex otw balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.